Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was also discovered that a stain entered the inside of the lens through the gap. However, the definitive root cause of the gap between the acoustic lens and ultrasound probe and the stain could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope did not pass the leak test. The sheath was punctured ten (10) centimeters from the elevator and there was air/water leakage. The device was decontaminated manually. No patient injury or procedure impact reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end between the acoustic lens and ultrasound probe. This report is to capture the reportable malfunction of the gap of adhesive on the distal end between the acoustic lens and ultrasound probe noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. Additional issues were identified. The nut was loose due to a pinhole on the bending section cover, water tightness was lost. Due to damage on the ultrasonic cable, the number of missing elements exceeded the standard value. Due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements. Due to wear of the angle wire, the play of the up/down/right/left knobs was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.